Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the emergency vvi (ventricular paced, ventricular sensed, and inhibited) button was activated without being pressed; however, analysis was able to confirm that the programmer was unable to interrogate the specific implantable devices. Additionally, the media bay door, power cord bay, keyboard, and keyboard rail covers were found broken. The hinge plate screws and the sliding keyboard cover were found to be missing. All found defective parts were replaced, and all other identified issues were resolved. Reconfigured the hard drive, reloaded and updated the software, and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's emergency vvi (ventricular paced, ventricular sensed, and inhibited) pacing was activated without the button being pressed. It was also noted that it was unable to interrogate implantable devices. There was no patient involvement.